Manufacturer narrative:
An aortic dissection is a tear in the inner lining of the aorta. As a result, blood flows through this newly created false channel, which raises a flap that can occlude blood flow in the true lumen. This can result, in extreme cases, in occlusion of blood flow to the coronary, carotid, or subclavian arteries, and can result in hemodynamic instability and/or death without surgical intervention. There are small dissections that can occur that do not result in significant disturbances to blood flow and do not require intervention. The subject device is not available for available for evaluation. However, there is no information suggesting that there was any device malfunction. It appears that this event may have been due to patient and/or procedural related factors. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that it was not possible to introduce the intraclude device deep enough because of kinking vessels. But also after changing the cannulation it was not possible to see the wire nor the balloon properly, because of bad echo images and the anatomy of the patient. At this point, it was decided to stop the intraclude procedure and continue with full sternotomy because it was not known exactly if there was a dissection from the aorta after all the manipulation. Finally, it was found a perforation from the left atrium in combination with a perforation from the non-coronary sinus. In the groin was also a local dissection (not treated).